Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg and surgical lead, on (B)(6) 2009. It was reported that the pt lost stimulation. A diagnostic test indicated invalid impedances for lead contacts 9-15. The pt was reprogrammed using valid lead contacts and adequate stimulation was achieved. Follow up on the pt found no further issues reported. This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the device.